Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 25-year-old female patient who had essure (batch no. 014833) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and arthralgia ("joint pain"). The patient was treated with surgery (she was forced to undergo one or more surgeries to remove one or more of the essure coils.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, dyspareunia, migraine, headache and arthralgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, dyspareunia, genital haemorrhage, headache, migraine, pelvic pain and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 9-jul-2018: plaintiff fact sheet received: reporter, patient date of birth, essure lot number 014833, events(dyspareunia, migraines, headaches) were added and events outcome updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (she was forced to undergo one or more surgeries to remove one or more of the essure coils.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.